Event description:
It was reported that t-wave oversensing was observed. Programming changes were made and the issue was resolved. Patient condition was good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.